Manufacturer narrative:
After technical service reviewed the data logs, it was suspected that the issue was related to the hemosphere platform ruling out the swan-ganz catheter since it was observed the monitor had repeatedly displayed a fault message saying, ¿system initializing¿please wait¿. Please see medwatch # 2015691-2020-11910 for the monitor.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regard to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of a swan-ganz catheter, the continuous cardiac output (cco) and cardiac index (ci) were higher than expected patient status. The cco was approximately 20 l/min and ci was approximately 10 l/min/m2. The clinician exchanged the 70cc2 cable for a new one, but the issue was not solved. Therefore, cardiac output (co) and cardiac index (ci) were calculated using manual bolus and the values were then correct. The co was approximately 10 l/min and ci was approximately 5 l/min/m2. Patient still had the swan in place but cco value was disregarded and bolus completed to obtain co values from this patient. The patient was not treated according to the incorrect cco values. Customer did not remember whether an error message was displayed on the hemosphere monitor but diagnostic logs were provided for review. After technical service reviewed the data logs, it was found that the hemosphere monitor was found to have repeatedly displayed a fault message ¿system initializing¿please wait¿. There was no allegation of patient injury reported. The catheter was not available for evaluation since it was discarded. Patient demographics were unable to be obtained.